Event description:
Drug/diluent: 0.5% bupivacaine. Fill volume: 270 ml. Flow rate: 2 ml/hr. Procedure: first metatarsal head joint replacement. Cathplace: near incision, top of foot. Date of surgery: (B)(6) 2013. Distributor reported to our sales representative that a dpm (podiatrist) reported an infection to him. The pump is at this office. (Additional information received (B)(6) 2013) the physician's office manager reported that the patient's foot was swollen the next day, she explained that physician would be a better source of information. (Additional information received (B)(6) 2013) patient started noticing symptoms of infection over the weekend of (B)(6) 2013. He was admitted to hospital. (Additional information received (B)(6) 2013 per physician) "patient underwent surgery and given instructions not to walk on affected foot. Patient was non-compliant and called doctor with pain and swelling of foot and surgical area. After evaluation in office on (B)(6) 2013, doctor noticed swelling, redness and puss at the catheter insertion site. Doctor removed catheter, pump had emptied and catheter was intact. On-q catheter site was sealed and patient admitted to hospital for antibiotic therapy, remained in hospital from (B)(6) 2013. Patient outcome: it was reported that the patient recovered without further incident. It was noticed approximately pod 3. Medical intervention: patient was admitted (B)(6) 2013 and diagnosed, infection of operative site and insertion of on-q catheter. Treatment: antibiotics (names and dosage not reported). Patient was discharged: (B)(6) 2013. Patient current condition: fine. Per the information reported it is not believed that the adverse event was related to the device. The reported lot information received from the complaint ((B)(4)) belongs to the pump kit which contains a catheter. (B)(4).

Manufacturer narrative:
Method: actual device was received and a visual inspection was performed on the product. A review of the device history record (DHR) was conducted for the lot number provided. Results: the DHR concluded that the lot meet manufacturing specifications as release. Results are currently pending completion of the evaluation and investigation. Conclusion: a follow up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system.